Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and perpetually booted up. Functional testing was performed and the global receiver communication tool test were unable to be performed. Data download and a manual test was unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A vibration resistance test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The data log was downloaded directly from the ui pcba board and no errors were observed. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/13/2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.